Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6)2023. The surgical incisions appeared to be healing and closing appropriately after the procedure. Approximately six weeks post implant the surgical incision began showing signs of infection and opened back up to expose the implanted leads from the nalu system. No lab cultures were made available to the firm for review, however the clinic staff report that the patient developed a staphylococcus infection. On (B)(6) 2023 the patient underwent a revision surgery to remove and replace the exposed leads and re-close the incision that had opened.

Manufacturer narrative:
This patient developed a staff infection a significant amount of time after the surgical procedure. Due to the nature and typical incubation period of the type of infection, it is unlikely that the nalu implant caused or contributed to the event. Infection is a known and inherent risk of invasive procedures.